Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported the event occurred in the cath lab during insertion. The md followed the instructions for use, however, he was unable to insert the intra-aortic balloon (iab) smoothly. He felt severe resistance toward the catheter. He decided to remove the catheter and open another kit. He continued the procedure and the iab was placed successfully. There were no harmful outcomes for the pt. The left femoral artery was the insertion site for both insertions. Add'l info received on (B)(4) 2011 from the distributor stated the md left the spring wire guide (swg) in place and removed the sheath and catheter together.